Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, rubber-like foreign material was discovered in the device nozzle. The customer's originally reported issue was confirmed. Additionally, the following findings were also noted: grip had a scratch, air/water cylinder had discoloration, cylinder had discoloration, due to clogging of air/water-tube, water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, plastic distal end cover was deformed, and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera ii gastrointestinal videoscope device had an unspecified air problem. The customer confirmed that the issue was discovered before the unspecified procedure, so the device was not used, and was sent immediately to repair. There were no reports of patient or user harm associated with this event. When the device was received for evaluation by an olympus repair facility, it was discovered that the nozzle of the device was clogged with rubber-like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material blocking air/water nozzle appeared to be a black rubber-like foreign matter, otherwise, the material could not be identified. The root cause of the issue could not be determined, as no additional reprocessing information was reported and no physical damage to the device was observed that could attribute to the retention of foreign material. The event may be detected and or prevented by following the instructions for use which state: ¿operation manual: preparation and inspection:¿ ¿inspection of the endoscope:¿ ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the endoscopic system.¿ ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function.¿ ¿reprocessing manual precleaning the endoscope and accessories.¿ ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure¿. ¿flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. ¿manually cleaning the endoscope and accessories:¿ ¿clean the external surface clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges¿. ¿take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end¿. ¿flush the air/water channel with detergent solution:¿ ¿remove detergent solution from all channels.¿ olympus will continue to monitor field performance for this device.